Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a procedure. At delta shaped anastomosis the surgeon fired the device but could not remove the reload from the tissue. The device was removed using force and there was no tissue damage. No patient injury.